Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation as the event was reported via a research article. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mortality(death) and prostar device reported in the article are captured under two separate medwatch reports. Attached article, titled: transcatheter aortic valve implantation: all transfemoral? Update on peripheral vascular access and closure.

Event description:
This literature review presented an update of recent data concerning transfemoral access and percutaneous closure devices for transcather aortic valve implantation (tavi). Multiple vascular closure devices were discussed, including the proglide and prostar devices. It was reported that proglide remains one of the most widely used devices and demonstrates superior efficacy and safety in terms of vascular and bleeding complications. Although some complications were noted with all vascular closure devices, one data point discussed a non-abbott device [manta] having lower all-cause mortality and bleeding events when compared to the proglide. Additional data point also identified no device failure with the proglide but included device failure occurrence rate of 29.2% with the prostar xl. The prostar was also linked to bleeding. The literature review concluded that despite the complications, percutaneous transfemoral tavi has shown technical improvement and remains the standard vascular approach. Specific patient information is documented as unknown. Details are listed in the attached article, titled: transcatheter aortic valve implantation: all transfemoral? Update on peripheral vascular access and closure.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.